Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device¿s 3-way solenoid valve and outlet side panel needs to be replaced to address the issue.